Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device tripped to explant. During the recent device check, the device showed less than 3 months remaining longevity. Boston scientific technical services (ts) discussed that the device can show voltage recovery and considering device at replacement time or wait for it to trip again. There was no further information provided. The device remains in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Visual examination found that the header was loose with tool marks on it, however could have occurred during explant and had no effect on therapy. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated that this cardiac resynchronization therapy defibrillator (crt-d) device was explanted. No additional adverse patient effects were reported.